Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, high thresholds and pacing impedance measurements were exhibited when testing through the pacing system analyzer. The lead was removed and replaced during the initial implant procedure however is not expected to be returned for analysis. No resulting adverse patient effects were reported.